Event description:
It was reported that the insulin pump has a crack in the screen and a black dot in the center. The blood glucose reading is 176 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.